Event description:
Reporting status: serious injury. Reporting rationale: occlusion requiring medical intervention. Device issue: none. It was reported that the first diagonal branch (#9) was occluded with plaque that shifted when the 2.5 x 18 pixel was implanted at the lad. Another company's guide wire didn't cross, but the pilot50 did. Another company's dilatation catheter was delivered on the pilot50, and was dilated at the first diagonal branch. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident information; however, it was not possible to perform a thorough analysis on the device because it was not returned for evaluation. It was reported that an occlusion occurred as a result of plaque shift during the placement of the pixel stent. Occlusion, as listed in the instructions for use, is a known adverse event associated with coronary stenting. There does not appear to be any indications of a stent delivery system quality problem.